Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.